Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. The lesion was predilated with a 1.25mm, 2.0mm, 2.5mm and a 3.0mm balloon. The 2.50x12mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)